Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "didn't even last four years" and "the placement is terrible, it's under my armpit and it stands up." Communication attempts for additional information were unsuccessful. Manufacturer records indicate that the ICD has since been explanted and replaced for unspecified reasons. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD)" didn't even last four years" and "the placement is terrible, it's under my armpit and it stands up." Communication attempts for additional information were unsuccessful. Manufacturer records indicate that the ICD has since been explanted and replaced for unspecified reasons. No patient complications have been reported as a result of this event. It was further reported that no performance issues exists in terms of longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).